Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Additional information regarding the transfer of the patient to another hospital was recieved from the customer on (B)(6) 2022 and states that the "patient needed surgery that could not be done where they were". Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "fos not recognized by pump- cal key missing or corrupt". It was reported that "a patient was on the table and [the clinicians] are trying to insert a fiberoptic iab and are getting 'cal key missing or corrupted' alarms. [The clinicians] tried removing the cal key and reinserting it and still got the same message. [The clinicians] then tried connecting the fiberoptic to a second iabp and still got the same message. Then it was decided to get a second fiberoptic iab. The same alarm 'cal key missing or corrupted' occurred. [The clinicians] decided to continue with the insertion with the plan to use the central lumen for pressure and timing. The iab was inserted and displayed an arterial pressure and augment pumping". The secondary catheter was inserted as the same insertion site. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The stylet was fully inserted within the iabc central lumen. The bladder was loosely wrapped. No blood was noted on the exterior or the interior surfaces of the returned iabc. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. No damage or abnormalities were noted to the cal key. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key to 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was inserted in the t-tube and pressurized at intervals of 100mmhg, 200mmhg and 300mmhg. Upon testing the returned fos at pressurized intervals, the output ap fos readings were within specifications. Additionally, the fos was manually calibrated using "fos map cal" feature on the pump, no issues or pressure errors occurred while using this feature. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of iab cal key difficulty is not confirmed. The cal key and fos connection of the returned iabc were intact and functioned properly when connected to a pump. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Additional information regarding the transfer of the patient to another hospital was recieved from the customer on 21 nov 2022 and states that the "patient needed surgery that could not be done where they were". Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "fos not recognized by pump- cal key missing or corrupt". It was reported that "a patient was on the table and [the clinicians] are trying to insert a fiberoptic iab and are getting 'cal key missing or corrupted' alarms. [The clinicians] tried removing the cal key and reinserting it and still got the same message. [The clinicians] then tried connecting the fiberoptic to a second iabp and still got the same message. Then it was decided to get a second fiberoptic iab. The same alarm 'cal key missing or corrupted' occurred. [The clinicians] decided to continue with the insertion with the plan to use the central lumen for pressure and timing. The iab was inserted and displayed an arterial pressure and augment pumping". The secondary catheter was inserted as the same insertion site. Patient condition reported as "fine".

Event description:
Reported as "fos not recognized by pump- cal key missing or corrupt". It was reported that "a patient was on the table and [the clinicians] are trying to insert a fiberoptic iab and are getting 'cal key missing or corrupted' alarms. [The clinicians] tried removing the cal key and reinserting it and still got the same message. [The clinicians] then tried connecting the fiberoptic to a second iabp and still got the same message. Then it was decided to get a second fiberoptic iab. The same alarm 'cal key missing or corrupted' occurred. [The clinicians] decided to continue with the insertion with the plan to use the central lumen for pressure and timing. The iab was inserted and displayed an arterial pressure and augment pumping". The secondary catheter was inserted as the same insertion site. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).